Event description:
Customer called to report a hospitalization due to high blood glucose. The insulin pump alarmed no delivery. The blood glucose reading is 247 mg/dl. Customer has treated with manual injection. The alarm occurs during the manual prime process. The blood glucose reading at the time of the event was 598 mg/dl. Customer was having trouble breathing and vomiting. Diagnosed diabetic ketoacidosis. Hospital treated with IV drip and insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.